Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was unknown. Issue was not resolved at this time. The rep reported that the impedances readings on all 16 contacts demonstrated >40k ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the rep was checking impedances today and all contacts associated with 9 or 8 were >40k ohms. No symptoms reported. No further complications were reported/anticipated.